Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming? No disposable, clamp tubing". Per reporter residual volume was: 86 ml, rate 3.0 ml and 52.05 ml was given. No additional information is available at this time.